Event description:
During stereotactic breast biopsy, mammotome smartvac, suctioning was not working properly. Unable to achieve adequate samples. Dr. (B) (6) discontinued procedure at 0820. Replacement smart-vac obtained from (B) (6) surgicenter. Resumed procedure at 0930.